Event description:
The stand supporting the luxtec light source, fell out of the base. The light source was placed on a cart and a new stand was ordered and assembled. The light source was reattached to the new stand.